Manufacturer narrative:
Pt weight not provided by the site. The software investigation was completed. This issue will be continually monitored in a medtronic software anomaly tracking database.

Event description:
A medtronic rep reported that while in a spine procedure, there was a concern regarding the synergy 2.0, (B)(4) computer, flouronav. Following troubleshooting, they were unable to activate anterior posterior and could not take an empty image, subsequently, the surgeon discontinued use of flouronav for the remainder of the case. There was no impact on the pt outcome.